Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue occurred after recharging. Patient reported they walked through to turn it off and this has been happened twice in a month. Patient reported they think it has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that it was like the ins had shut off because she suddenly stopped feeling stimulation and the patient wasn't getting any pain relief. The patient noted that she charges the ins every night and typically the ins depleted 25% each day, but the last 2 days the ins hadn't depleted at all. The programmer showed stimulation was on. The patient increased stimulation and said that she slightly felt stimulation, but she still wasn't getting any relief. The programmer showed the ins battery was at 100%, and the recharger showed that the ins battery was at 75% and the last 25% was charging up. The patient said she was relieved that the ins battery had deplete somewhat. The patient was directed to have the ins checked due to the loss of symptom relief and change in ins depletion rate. No further complications were reported.